Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. There were no allegations against the device functionality. This lead was replaced and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There was dried blood/body fluid noted in the lumen of the lead. There was nothing visually wrong with the lead that would cause a dislodgement. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.